Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that the pt was "cannulated" under ultrasound guidance and a seldinger 4fr sheath introducer used over spring wire guide (swg). Rn was unable to get the introducer & dilator placed. As a result, requested assistance of the radiologist who then donned gloves & sited introducer & dilator. The dilator was removed & catheter was threaded through multiple internal jugular placements of the peripherally inserted central catheter (PICC). The radiologist advised rn to remove introducer & thread catheter without it. Upon removal, introducer was pulled out & apart. It was noted that approximately 2.5-3cm of one side of the peel-away sheath was missing & potentially left in pt. The piece was retained in pt & an ultrasound & CT imaging were used to try to determine where the foreign body was. It was assumed that it was possible in the soft tissue of the arm near insertion point, but at that time, exact location had not been confirmed. On (B) (6), pt was taken to the theater to have the piece of sheath removed. Removal was successful & there were no reported pt complications. Additional information received on (B) (6) 2010 stated "we didn't have access to ot report, but it was removed wednesday evening, apparently quite a large cut down and it was sitting in the basilica vein".